Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer stated that the cause of the low blood glucose was hypoglycemia and leukocytosis. They did blood work and testing and given the prescription for clindamycin. After the troubleshooting was done, customer was found that she had infections. The doctor change basal rates and patient change the bolus, basal rates. The customer was advised to speak with healthcare provider regarding the low blood glucose. The customer was advised to monitor the insulin pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.